Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) unit was unable to update timing. There was no adverse event reported.

Event description:
It was reported before use that cardiosave intra aortic balloon pump (iabp) unit was unable to update timing. No patient involved.

Manufacturer narrative:
Updated fields:b4,d9,e1(initial reporter),(event site mail),(telephone),g3,g6,h2,h3,h6(type of investigation, investigation findings, impact code, conclusion),h11. Corrected field: b5,b6,b7, d10, h6 medical device problem code. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to duplicate the issue. No parts were replaced and the unit was returned to the customer.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h6, e1 (initial rep name) (medical device ¿ problem code) a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to duplicate the issue. No parts were replaced and the unit was returned to the customer. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 15 apr 2026. The failure analysis and testing dept. Received part number 0997-00-1169 with a reported unit failure of unable to update timing.the fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aw.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: e1 (event site telephone, event site email), h6 (type of investigation) due to character limitation in e1 block: event site name: (B)(6).

Event description:
N/a